Event description:
It was reported that during a stent procedure in a proximal rca lesion, the stent would not cross the lesion. Upon removal of the device a dissection occurred. Another co's stent was used to repair the dissection.

Manufacturer narrative:
Evalution summary: folow-up # 1: quality assurance preliminary analysis of the returned device showed that the c-flex was rolled and stretched. The shrink tubing junction and c-flex were intact. Quality engineering was unable to determine a root cause for this complaint. It appears that the stent was removed from the catheter before being returned, and if this is true, damage to the stent and catheter may have resulted. No defects were reported during set up or prep. It was reported that after a second predilatation, another stent was able to cross. It is possible that the initial predilatation was inadequate for the multi-link to cross. The damage evidenced by the returned samples may have been the result of the inability to cross and/or the result of the attempt to separate the multi-link from the delivery system prior to their being returned to the MFR. A review of the device mfg records revealed no nonconformities related to this complaint. No corrective action is to be implemented. This MDR is considered closed by the quality assurance department.